Event description:
A lead extraction procedure commenced. The physician chose a spectranetics 13f tightrail rotating dilator sheath, and while working to remove the lead in the area of the clavicle, the tightrail''s blades would no longer extend nor cut. An 11f tightrail was used to complete the procedure with no reported patient harm. During device evaluation, the blades were found extended beyond the device''s distal tip, resulting in sharp edges. This event captures the 13f tightrail with blades extended, sharp edges, potential for harm.

Manufacturer narrative:
The device was returned and evaluated. Slight crepitation was present in the distal 2 inches of the device with heavy biologics in this area. The shaft did not hold shape set. The blades were found extended beyond the distal tip, resulting in sharp edges. There were no visible biologics on the barrel or tracks. The shaft was excessively bent and herniated, just distal to the strain relief at 18.5 ¿ 20.5 inches from the distal tip, which prevented full manual actuation. The cause of the reported failure was determined to be use related. The shaft herniated due to excessive force placed on the device near the strain relief during use. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.